Event description:
Patient stated that the alarms on the insulin pump are not loud enough for her to hear and they do not wake her from her sleep. She stated that her blood glucose level went low, and when she came to, the insulin pump was beeping. Patient's husband called paramedics who treated the patient with glucose through an IV. Blood glucose level was 103 mg/dl at the time of the call. Patient also required education on sensor glucose versus blood glucose readings. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge